Event description:
The customer observed a falsely elevated potassium result while using the architect c16000 process module. The retest result aligned with the patient clinical picture. The customer provided the following (mmol/l): potassium: initial 6.9, retest: 3.5 mmol/l. No impact to patient management was indicated.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of the system service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.